Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint that the introducer was difficult to insert was confirmed, but the cause could not be determined. Two 4.5fr x 7cm microintroducers were returned for investigation. One sheath had been completely split and was received without the dilator. The dilator was received within the second sheath. The edge around the distal end of the each sheath was not crumpled or damaged. A 2.5mm longitudinal split was observed at the distal end of the intact sheath. The length of each sheath and the outside diameter of the dilator were within specification. Since a split was observed at the distal end of the sheath, the reported difficult insertion was confirmed; however, there was insufficient evidence to determine the root cause of the observed damage. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "the introducer seemed difficult to insert causing him to have to push much harder to insert in the patient" no other information was provided. (B)(6) 2021: the returned sample exhibited a sheath that was split and separated.